Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative that the tube was not detecting stim during a thyroid procedure. There was no intervention planned or performed as a result of this event. The procedure was completed using a back-up device. There was no patient impact or injury.